Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a loss of capture and sensing due to dislodgement. The lead was successfully explanted and replaced. During the procedure, the physician noted blood inside the lead but the physician elected to leave the lead implanted. The patient was in stable condition post surgery.